Manufacturer narrative:
The event unit has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: sleeve gastrectomy. Event description: optics damaged due to regular friction during passage through. Waiting for further details. Additional information received by an applied medical representative via email on 20nov2025: the surgeon encountered resistance when inserting the optical trocar, which caused it to rub. When the surgical assistant manipulates the trocar, she has to hold it in place, otherwise it slips out of the abdominal cavity. This is not the first time this has happened. The problem is recurring. Additional information received from an applied medical representative on 21nov2025: when the surgeon felt the resistance, did he continue to use that trocar or did he change to a new trocar? Continue to use that trocar. Additional information received from an applied medical representative on 25nov2025: every time this trocar is used, the assistant systematically holds the trocar to prevent it from coming out of the abdominal cavity. I don't think they report it to us every time. Additional information received from an applied medical representative on 18dec2025: resistance was felt when the obturator was inserted (not during instrument exchange). Optics means laparoscope. Regarding the type of damage (smudging or actual physical damage): no damage only resistance when was inserted. The resistance was with cannula (not obturator). Additional info received from the ame qc team regarding returned units on 20nov2025 written retrospectively on 19dec2025: additional units returned and with mismatch lot number. Event unit ctf75 amended to lot number: 1540302 and added ctb73 lot: 1563520 what was received. Intervention: continue to use that trocar. Patient status: patient is ok.